Event description:
It was reported that this patient presented to the emergency room (ER) after this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks. Technical services (ts) analyzed device episode data and determined that the shocks were inappropriate due to t-wave oversensing with decreased r-wave signal amplitude. This occurred while programmed to the secondary vector. This system was reprogrammed to the primary vector and the patient will perform an exercise test at next follow-up appointment. No adverse patient effects or extended hospitalization were reported. Currently, this s-ICD system remains in service.